Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple no delivery alarms for the last 3 days. The customer's blood glucose level was unknown. The customer stated the alarm did not occur during the manual prime. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return. The customer also reported that they had a stuck button. When they tried to clear the alarms, the up arrow button was sticking. It was stuck and it kept flipping back and forth between the options on the insulin pump. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.